Event description:
It was reported via sales that an edwards model 3000tfx aortic bioprosthetic valve was explanted after an implant duration of approximately 5 years, due to recurrent calcification and stenosis. Operative report indicates, " the patient is a (B)(6) man who underwent an aortic valve replacement with a bovine pericardial valve approximately six years ago. He returned recently with a non-st elevation myocardial infarction and was found to have severe recurrent stenosis of his aortic valve... The valve was inspected and found to be heavily calcified with limited mobility of all three leaflets. The old valve was excised. It was quite stuck and this was difficult to do. However, it was able to be removed eventually intact.... [At the end of surgery] there was excellent cardiac function and excellent valve function with no evidence of paravalvular leak, following separation from bypass."

Manufacturer narrative:
(B)(4) = x-ray. Evaluation summary: as received, tissue cut out was observed at leaflet 2. The missing tissue measured approximately to 3mm at the free margin by 12 mm into the cusp area. A cut was also noted at the mid area of leaflet 1, and measured to approximately 12 mm. Host tissue was minimal at the stent inflow and stent outflow. The valve exhibited heavy calcification in the cusp area of all three leaflets, and in the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, a tissue tear was noted at the free margin of leaflet 3. The tear measured to approximately 6 mm. Heavy extrinsic calcification was noted in the region of the tear. Device evaluation confirms extensive calcification as the primary cause of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it is likely that this patient's medical history may have contributed to the early extensive calcification of this valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency.